Manufacturer narrative:
The vascu-guard explant was received by synovis on (B)(6) 2011. Evaluation is pending and will be summarized in a follow-up report. A review of the device history record was not possible since the lot number was unavailable.

Event description:
In (B)(6) 2010, a patient received a femoropopliteal venous bypass on her right leg and thromboendarterectomy of the enlarged common femoral vein with a vascu-guard peripheral vascular patch. The primary physical examination with doppler sonography showed a wide open common femoral artery and anastomosis of the bypass. In a regular check-up it was established that a long, thin, fine thread like restenosis of the angioplasty before the outflow of the bypass had occurred. The patient had a second surgery on (B)(6) 2011 with excision of the vascu-guard patch and a new angioplasty. The patient was reported to have the usual risk factors and a somewhat thicker inner most part of the vein. The surgeon stated that the venous bypass showed no abnormality.